Event description:
Caller reported a malfunction on the pump, but there were no notable events leading up to the malfunction. There was no adverse impact to the customer's blood glucose level. Though the call was initially disconnected, customer technical support followed up as requested by the customer, who asked to be called back shortly. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.